Event description:
It was reported that during use, endotracheal tube's cuff had leaked. A replacement tube was tested and found also had a cuff leak and did not inflate. The tubes were replaced.

Manufacturer narrative:
D10: concomitant product: 87480 shiley oral nasal intermediate 8.0 lot: 25h1436jzx medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, endotracheal tube's cuff had leaked. The leak was discovered after the patient had been intubated. Immediately after intubation, the cuff pressure was set. Five to ten minutes later, we discovered that the cuff pressure was decreasing. This continued, and therefore we had to find another tube. The patient was reintubated.

Manufacturer narrative:
Correction: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.